Event description:
It was reported that the patient presented after a procedure as if a stroke had occurred. Post-procedure using a farawave pulsed field ablation catheter the patient presented as if a stroke had occurred during the procedure. A review of the patient history found that the patient had a nontherapeutic international normalized ratio (inr) of 1.5 prior to the procedure and missed a dose or two of their warfarin. The patient was hospitalized, but no medical intervention was reported. The device is not expected to be returned for analysis due to disposal. Intracardiac echocardiography (ice) was used during the procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).